Event description:
Pt had cypher stents placed in 2003. Had pain and discomfort from time of surgery until death. Went to primary care physician in 2003 - was told by cardiology group to go there instead of to them - was given a steroid shot. Pt didn't have a spleen because of cancer surgery 17 years prior. They had more energy, but still did not feel good. Six days after implantation, went to hospital e.r. With a fever and pain, white blood count was elevated. They were sent home with pain rx only. Came back to e.r. A few hours later with blood in urine, 106 temp., admitted for observation. Had chest pains and collapsed at 4:00 a.m. And went to intensive care unit. Went into complete failure and expired in 2003.